Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient was experiencing vomiting. The reporter also alleged there was a cgm inaccuracy, however, the specific cgm and bg comparison values could not be recalled. The patient was taken to the emergency room (ER). At the ER, the patient¿s bg meter reading was 470 mg/dl. No cgm comparison value was provided. The patient was treated with unspecified IV fluids, zofran, and insulin. After approximately 24 hours, the patient was discharged home. The patient was in stable condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.